Event description:
This emdr is being submitted for unknown number of quantities. Reference number (B)(4). Event occurred in the united states. It was reported that patient has adhesive issue event on (B)(6) 2026. The infusions set adhesive did not adhere and got pulled out during use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.